Event description:
It was reported that a patient underwent a sling procedure in (B)(6) 2011 followed by a lynx midureteral mesh placement. The patient continued to have significant pelvic pain on the right side greater than the left. A piece of 2 x 5 centimeter blue mesh, which appeared to be primarily the sling, was found on the patient's right side. On the left side of the urethra exploration, no mesh was found. The mesh was cephalad going to the periurethral space up towards the ischial spine in a somewhat unusual position in that it was not totally behind the pubic bone nor was it around towards the obturator foramen. The bladder and urethra were normal throughout the procedure. The sling was removed in (B)(6) 2013. The patient underwent a separate procedure for removal of the lynx mid-urethra mesh on an unknown date. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.